Manufacturer narrative:
Pump was received with missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was broken and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will be returned for analysis.